Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge/segmental resection. The surgeon began to fire on the pulmonary parenchyma, but the handle became stiff on the halfway and the device could not be fired. After a while, the surgeon tried to fire the device and a strange sound was heard. The tissue was not thick but may have been hard. Oozing bleeding occurred as a result of the issue but it was less than 500ccs. Patient has no injury.